Manufacturer narrative:
The pump was monitored for 24 hours with multiple basal rates, and the pump functioned properly. No turning off screen, blank display or display anomalies were noted. The pump passed the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart and all operating current measurements. No unexpected low battery, off no power or battery indicator anomaly was noted during testing. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the batteries in the pump only last 8 to 12 hours and multiple batteries have been used. Customer indicated that a low battery alert was not received prior to off no power alert on the insulin pump. The customer's blood glucose reading was 378 mg/dl at the time of incident. Troubleshooting found that the customer is calling back after having received a new battery cap and the new cap does not resolve the pump and battery issue. The customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.